Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 13759091.

Event description:
It was reported that patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were returned. No further information has been obtained despite good faith efforts.